Event description:
Health professional reported: "during band replacement procedure, it was noted that the port tubing was brown in color." F/u findings: during a fluoroscopy appointment, band slippage was noted. The pt had felt a "feeling of tightness." While doing a band slip repair, the explanting doctor noticed that the port had brown coloring on it and decided to explant the whole device. A replacement device was used.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has rec'd the product; however, the analysis has not been completed at this time. Band slippage is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."